Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The customer powered the ventilator off and back on and it alarmed and displayed an o2 valve stuck closed message. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the oxygen valve and oxygen motor controller pcb to correct the problem. Extended self testing (est) and performance verification testing was completed and the unit passed all tests to specifications.

Manufacturer narrative:
Oxygen valve.